Manufacturer narrative:
(B)(4). Product under eval.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-102mg/dl fasting. Verified the strips expire on 11/28/2016. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, 355mg/dl and 311mg/dl fasting. Reviewed meter memory: 203mg/dl (B)(6) 2015 09:35:00 pm fasting: yes; 233mg/dl (B)(6) 2015 01:00:00 pm fasting: yes; 313mg/dl (B)(6) 2015 05:38:00 pm fasting: yes; 181mg/dl (B)(6) 2015 02:16:00 pm fasting: yes; 338mg/dl (B)(6) 2015 12:00:00 pm fasting: yes. Customers ran a test on (B)(6) 2015 at 8am (fasting) and she got a result of 440mg/dl that she is concerned with. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-102mg/dl fasting. Verified the strips expire 11/28/2016. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, 355mg/dl and 311mg/dl fasting. Reviewed meter memory: (B)(6). Customer ran a test on (B)(6) 2015 at 8am (fasting) and she got a result of 440mg/dl, that she is concerned with. Adverse event not reported.